Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the light was not bright enough and the system displayed a message stating to replace the lamp during a surgical procedure. The lamp mode was reloaded and the surgery was able to be completed with no harm to the patient. This report is for the 4th patient of 5 reported for this event.